Manufacturer narrative:
(B)(4). The customer reported a nonspecific leads acquisition issue that may represent a failure to acquire a 12-lead ECG. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a nonspecific leads acquisition issue that may represent a failure to acquire a 12-lead ECG.